Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump was dropped and became cracked. Additionally, a malfunction alarm occurred. Customer's blood glucose was 190 mg/dl. Reportedly, the customer reverted to manual injections fro alternate insulin therapy.